Event description:
This spontaneous report was received on (B)(6)-2012 from a female consumer (age unspecified) reporting on self from the united states. The medical history and the concomitant medications were not reported. On (B)(6)-2012, the consumer started using k-y brand sensual silk vaginally in a dab size as a personal lubricant for intercourse (lot number 0051c and expiration date 01-apr-2013). On the same day after application, she developed burning sensation in the vaginal area. After five days, she used the device again and developed burning sensation and redness in the vaginal area. Also, she developed itching all over the body and visited emergency room where she was treated with epinephrine shot and prescribed benadryl (diphenhydramine) for four days. She did not use the device further. The events were resolving. This report was assessed as serious (required intervention). The company causality was assessed as possible.

Manufacturer narrative:
The date of this submission is (B)(4)-2012. This closes out this report unless other additional significant information is received.